Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. The outer insulation had cosmetic cuts and blood was observed in/on helix mechanism. There was apparent explant damage. The analyst noted there was dried blood and tissue on the helix and the helix mechanism.

Event description:
It was reported the lead had exit block and no capture. The lead was explanted and replaced. No patient complications were reported as a result of this event.